Event description:
The patient reported an allergic reaction. She reported that after the stimulator was implanted in the back, she had swelling, itchiness and pain. The stimulator was removed from the back, and placed in front in 2009. Additional information has been requested from the healthcare provider.